Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to implant an inflatable penile prosthesis (ipp), however, the distal urethra was damaged during dilation. A tactra malleable penile prosthesis of a shorter length was implanted to avoid the area of urethral injury. An ipp reservoir was also implanted as the patient will undergo a future procedure to complete implant of the ipp. There were no further patient complications reported.